Event description:
Livanova deutschland received a report that a s5 device displayed e 431 (431 fault motor control pump) during installation. There is no report of any patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device. A new s5 single roller pump 150 was installed subsequent functional verification testing was completed without further issues and the unit was returned to service. The motor control failure was sent back to arvada and a new one was shipped and I installed that one on the system. No read-outs is available. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: the affected part was returned to manufacturer for a detailed investigation. The investigator could reproduce the reported issue. In order to fix it, motor control board (hms) was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Involved board's direct current (dc/dc) converter has date code 2206. This issue has been addressed by livanova non-conformity ncr-mun-2022-0178, the root cause for the displayed error codes is the delayed start of the dc/dc converter ic10. The complaint malfunction can only occur during the start-up phase (booting phase, t1 test). Once the dc/dc converter has started and the t1 test was positive, the pump is working as intended. The investigation showed that only converters with date code 2206 are concerned. As for the above, since the issue is always detectable before use, the event has been reassessed as not reportable.

Event description:
See initial report.